Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the core wire distal end was observed through the distal tip dome , the nitinol tubing was found to be broken/fractured 9 cm and 12 cm from the distal end of the guidewire, the guidewire was hydrated, and the surface of the hydrophilic coating was rough. Bubbles with unclasped dome and unknown substance (appeared to be excessive coating). Refer to attached report for material analysis. The guidewire ptfe coating was noted to be peeling in multiple areas to 122 cm from the proximal end. The guidewire was found to be kinked/bent 13 cm from proximal end of the guidewire. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. Other devices used in the procedure in conjunction with the subject device. The guidewire distal tip stretched. The issue occurred outside the body. However according to the event description the operator found the subject guidewire seemed almost fractured at tip(not sure if it was fractured or stretched) after withdrawing it from the mca (middle cerebral artery). The patient was not impacted by this event. There was no injury encountered during the procedure and no additional medication was given to the patient due to the event. The current condition of the patient is fine. Analysis of the returned device found the nitinol tubing was broken/fractured 9 cm and 12 cm from the distal end. The hydrophilic coating had bubbles with unclasped domes present. The bubbles found on the device were analyzed. Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. The guidewire was also kinked/bent 13 cm from proximal end. Analysis of the returned device also found the polytetrafluoroethylene (ptfe) was peeling in multiple areas to 122 cm from the proximal end which indicates the ptfe encountered an interaction with another device. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip stretched¿ and as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire hydrophilic coating surface rough¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The as analyzed ¿guidewire ptfe coating peeling¿ and ¿guidewire proximal section kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that tip of the subject guidewire broken and ptfe coating noted to be peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.